Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Analysis of the ins, s/n (B)(4), found no significant anomaly as the device passed the final functional test. It was determined that the ins was at a normal end of life battery status and the elective replacement indicator (eri) or end of service (eos) indicator was set. Analysis of the leads, s/n (B)(4), found no anomalies as the devices passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017 product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the system was explanted due to a therapy related reason; there was a gradual decline of functionality. The system was replaced with an MRI compatible system. It was noted that the intended use of the device was treatment. There was no patient death or patient injury. It was noted that the patient requested to have the decommissioned device returned to him after the manufacturer competed their process regarding explanted devices if possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient had gone in for inadequate coverage with their system in february 2017 before it was explanted the patient was seen and evaluated in the clinic at that time. No further complications were reported as a result of this event.